Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 22. July 2015: unknown plate could be the part number 04.503.396, at this point this is not yet confirmed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Unknown actual date when device malfunction. This report is for unknown cmf plate/unknown lot number. Original implant date unknown. Explant date some week ago, actual date - unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a bsso (bilateral sagittal split osteotomy) 2 years ago, implant broken. Implant date 2 years ago, explant date last few weeks ago. The patient had the bsso done two years ago. She reported the problems started to appear over the course of a year. She is fit and healthy although very thin. Patient status is fine. This report is 1 of 1 for (B)(4).